Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has unexpected battery power loss. It was also mentioned that the customer but battery back into pump and got alerted pump error 23. Blood glucose level was 100 mg/dl at the time of the incident. The insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
Insulin pump passed the displacement test, active current and sleep current test. Unexpected battery power loss not found during testing. (B)(4).